Event description:
Surgery date in 2001. During the surgery, the surgeon used a 5mm rod with 5.5mm clamps. The surgeon had difficulty securing the rod to the clamps and the surgery was extended to 4 hours.